Manufacturer narrative:
The pump was received with button error alarm due to corroded keypad traces. There was no moisture damage found on electronic assembly or motor.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 400mg/dl. The customer states the alarm occurred right after pump exposure to moisture. The customer states the pump was in her bra and she was sweating. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.